Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. Inflation was performed three times at 17 atmospheres for 16-18 seconds. However, during the third inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. Inflation was performed three times at 17 atmospheres for 16-18 seconds. However, during the third inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen, balloon, and balloon folds. There was blood in the guidewire lumen and the balloon was tightly folded. There was no damage or irregularities found to the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated and deflated with no issue. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.